Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions, component codes), h11. Corrected fields: h6 (medical device problem code, health effect impact codes). Due to character limitation in block e1: event site telephone: (B)(6). The fse found that the positive and negative pressures were normal, but the safety disc failed the test and needed to be replaced. The fse replaced the safety disc and performed test. The unit passed all factory specified performance and safety tests. The unit has been delivered to the customer and is ready for clinical use.

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Upon further review it was determined that the record is valid. Kindly disregard the previous rationale. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Due to character limit in the e1 section, 1) the full event site telephone is- (B)(6). A supplemental report will be submitted upon the completion of the investigation.

Event description:
It was reported that during testing by getinge field service engineer of cs100 intra aortic balloon pump had displayed iab tubing detachmentalarm. There was no patient involvement and no injury.

Event description:
N/a.

Manufacturer narrative:
Updated fields: g3, g6, h2, h3, h11. Upon further review it was determined that the reported event occured due to expiration of safety disc. There was no malfunction of the device and therefore the event does not meet the definition of an incident/serious incident, making it non-reportable to the FDA. As a result, no follow up emdr is necessary. Please cancel in your database.